Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was not detected on the bus. The field service engineer (fse) found that drawers 5.2 and 5.3 were disconnected from the bus, with a red light illuminated on the back of those legacy cubie drawers. The fse replaced the fuses and tested the drawers in the hardware test application. The customer then tested the station, and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.